Manufacturer narrative:
Concomitant medical products: one used non-bd falcon 45 ml syringe (with 4-syringes inside) and one used 12v interstate batteries. The complaint of an over-infusion of zosyn was not confirmed or replicated. Internal and external inspection was performed and no issues were found that would have contributed to the customers reported free flow event. Review of the pcu event logs confirmed that the pump module was initially programmed for a four hour infusion as reported, however shortly before being powered off the vtbi was lowered on two separate occasions. Functional testing showed no anomalies. Timed rate accuracy testing found the device to be slightly under infusing, however this would not account for the report of an over infusion. No primary disposable sets were returned for investigation. The root cause of the complaint of an over-infusion of zosyn was not definitively determined.

Event description:
It was reported that in surgical ICU, the IV pump was programed to run zosyn over four hours but infused over thirty minutes.